Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) temporary failure of the ccd unit or internal board of the video connector due to moisture entering the device from the leak point. 2) the built-in ccd cable was damaged by physical stress applied to the video cable or universal cord. 3) temporary failure of the ccd unit due to handling such as the following. A) the video connector is plugged or unplugged while the system is powered on b) the video connector contacts were covered with dust, dirt, moisture, etc., and the power was turned on. 4) there was an abnormality in the system or cable used in the facility. The event can be detected/prevented by following the instructions for use which state the following: 1) "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." 2) "do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connectors, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result." 3) "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction." 4) "if air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor." The device was evaluated where no abnormalities were found that could have led to the occurrence of the event. A few defects were noted where the bending section rubber is pierced and leaky, the bending section rubber adhesive is cracked and chipped with detached parts, the distal end is deformed (slightly), cable tube units are both kinked, universal cord unit is slightly wrinkled, and the light guide mount ring painting has melted. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer endoeye flex 3d deflectable videoscope has ¿leakage and dropout of image¿. The customer reported problem occurred at the end of the procedure, the image dropped out for a few seconds and immediately came back up again. No equipment was replaced as the procedure was completed using the same scope and equipment. Following the procedure, during reprocessing the device was inspected and leakage was found. No death or injury was reported to olympus.